Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on photographic evidence of an abs-10060, angel batch 150040, which displayed that the housing was severely fractured. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is misuse or mishandling of the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/22/2025, a facility representative reported via (B)(4) that an abs-10060 angel prp centrifuge was recently damaged. This was discovered during an acl reconstruction where the processing kit was loaded, and a bma draw from the patient was added, but the spin process would not start. At that point, the representative noticed the damage located on the back of the machine, which had taken place at the same facility where it is housed and was used several days prior. There was no patient harm.